Event description:
It was reported that this pacemaker was exhibiting data issues. The pacemaker power consumption increased due to atrial fibrillation (af). Technical services (ts) was consulted and explained battery will portrait accurate longevity afterwards. The device remains in service. No adverse patient effects were reported.